Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device intermittently powering off without user input, which was observed. Evaluation observed a check battery while attempting to charge a known good wireless module with the customer's power cord. The back flex battery contact pins were found to be depressed/jammed causing the interruption of dc operation. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device intermittently powered off without user input. There was no patient involvement.